Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a signal artifact monitor (sam) feature episode occurred on this pacemaker. It was suspected that the pacemaker may have oversensed the minute ventilation (mv) feature signal, which caused the sam episode to be stored and the sam feature to switch to monitoring on the device's right ventricular (rv) channel. Boston scientific technical services (ts) provided troubleshooting advice to the health care provider. No adverse patient effects were reported. The pacemaker and associated leads remain in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.